Manufacturer narrative:
(B)(4). D10: cat: 650-1067 lot: 3100228 cer option type 1 tpr sleve. Cat: 650-1055 lot: 3114832 cer bioloxd option hd. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately three years post-implantation, the patient underwent a left hip revision due to the bearing disassociating from the head. The bearing was found stuck in the pelvis and was unable to be retrieved during the procedure. A new bearing and head were implanted. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h3; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.